Event description:
On (B)(6) 2011, the patient contacted animas claiming that she had a hyperglycemic episode 6 months ago while she managed her diabetes with the animas insulin pump. The patient reportedly had issue with scar tissues on his abdomen. At the time of concern, she went to the ER because she had ketones and a blood glucose reading of 500 mg/dl. The patient did not stay for treatment as there was a long wait to received medical care. The patient claimed that her blood glucose came down after she changed the site. There is no evidence of a product malfunction associated with the alleged event. This complaint is being reported due to possible use error involving scar tissue and because the patient allegedly had ketones and a reading of 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal use observed in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.